Manufacturer narrative:
Unit received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, unit passed rewind test and displacement test. Unit had cracked end cap. No cracked reservoir tube window noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown at the time of incident. Customer also stated that the reservoir window was cracked. The device will be returned for analysis.